Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. The patient underwent a revision surgery on (B)(6) 2014, to receive a longer abutment.

Manufacturer narrative:
(B)(4). Fixture remains insitu.